Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1602010) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2016 she received a reading of 57 mg/dl (unknown time) on her adc blood glucose meter, that was lower than she felt. She further reported feeling "sweaty and shaky" prior to checking her glucose. Customer called the paramedics and was transported to a local hospital. At the hospital a reading of 182 mg/dl (unknown time) was received on an unspecified hospital device. Customer noted receiving third-party medical treatment, but could not recall what treatment was rendered at the hospital and declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.